Event description:
Health care professional reported left side rupture diagnosed by ultrasound and MRI examination, and capsular contracture baker grade lll. Ultrasound report also noted "small cysts noted within the glandular tissue". The device remains implanted and is scheduled to be explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ cyst-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.